Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous forearm shunt. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty. During the procedure, at first inflation it was noted that the balloon ruptured at 8 atm. Subsequently, the balloon was simply pulled out from the patient's body without problem. However, it was further reported that all of the device components were completely and simply removed. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.